Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and found the integrated chip technology (ict) probe was bent. The ict probe was replaced and the ict module was aligned. Subsequent instrument operations and test results were acceptable. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The ict sample diluent package insert ((B)(4)) and the architect systems operations manual ((B)(4)) contain information to address the customer's current issue (the operations manual does not provide ict probe alignment procedures for customer use). Based on the available information, a bent ict probe is the most likely cause for the discrepant results. Customer and field service actions taken to resolve the issue are consistent with troubleshooting information provided in the architect operations manual. Review of complaint tracking and trending; customer and field service intervention.

Event description:
The customer states that patient results were reported out as "critical" for electrolytes tested on the architect c8000 analyzer and when retested on a back-up architect c8000 analyzer (B)(4), results were within the lab's normal reference ranges. The customer provided the following: initial retest sodium: <100 139 mmol/l, potassium: 3.9 5.3 mmol/l, chloride: 95, 130 103 mmol/l. The customer uses the following normal references ranges: sodium: 136 to 145 mmol/l, potassium: 3.5 to 5.1 mmol/l, chloride: 98 to 110 mmol/l controls have remained within specifications. The customer would provide no patient information. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.